Event description:
Health professional reported a pt experienced a band slippage with a lap-band device. The problem was first observed when the pt had complained of experiencing reflux after initial implant. "Two upper gi's" were performed. The first result showed everything was normal. When there was no resolution to the reflux, the pt came for the second upper gi and "results showed band slippage." The entire system was removed and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or model number. Visual examination may determine the connector type associated with this report. Band slippage and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."